Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and had a blank display. The customer stated that she had already received a replacement battery cap previously for a similar situation, and the issue persisted. The customer's most recent blood glucose was 80 mg/dl. The customer stated that she got a blank display with one battery, and when she tried another battery, the insulin pump became stuck on the number 6. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.